Event description:
Patient receiving oxygen at 3lpm nasal cannula. Nurse noted oximetry sat dropping, then noted no bubbling in humidifier. Touched flow meter and bubbling resumed, sat's increased. Flow meter was replaced.